Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Wires for the onboard charger are exposed outside of the chair and the covering of the wires have worn down to the wiring.